Manufacturer narrative:
(B)(4).

Event description:
The customer alleges rust in the tray of the device in which glass vials (containing saline) are inside the kit. The issue was detected prior to patient use.

Event description:
The customer alleges rust in the tray of the device in which glass vials (containing saline) are inside the kit. The issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). The customer reported that the kit contained rust and no ampules were broken. However, a consultation with engineering confirmed that the rust was caused by a broken ampule. The customer returned an opened ask-1409-jhh kit for evaluation. The kit contained the majority of components, none of which appeared to show any evidence of use. No ampules were returned. Visual examination revealed a significant amount of rust within the kit tray. The metal needle holders that are included in the kit were covered in rust. Based on the shape of the rust in the tray, the needle holders caused much of the rust observed. Packaging engineering was consulted to determine a possible root cause for the broken ampule. It was concluded that the packaging tray design contributed to the broken ampule and thus the rust observed in the kit. A device history record review was performed with no relevant findings. The customer report of a broken ampule was confirmed through visual examination of the returned sample. The fluid from the broken ampule caused the metal needle holders to rust which was what the customer observed in the kit. Based on consultation with packaging engineering, the damage is related to the packaging tray design. A non-conformance request has been initiated to further investigate this issue.